Manufacturer narrative:
Concomitant products: product ID: neu_ins_stimulator, product type: implantable neurostimulator.

Event description:
The representative stated she had submitted a complaint she heard in passing through patient's family member. The daughter indicated to representative that her mother had two manufacturer interstim devices for overactive bladder and that "neither of them worked." This event was also reported under manufacturer report # 3007566237-2016-03660.